Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. The bolus button cover was punctured. A leak test showed two leaks, one on the display lens and the other at the bolus button. Pump casing was opened and moisture was evident on the printed circuit board. Unrelated to the moisture intrusion issue, the display screen was dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.